Event description:
The customer reported that the system displayed a sensor failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage regulator, the generator interface board and recalibrated the generator. The system was tested and found to be working as intended and put back in service.